Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of multiple cartridge tubings during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy. During a follow-up, it was alleged that the issue was caused by an infusion set issue. A new infusion set was used to resolve the issue.